Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified superficial femoral artery. There was no difficulty noted advancing the guide wire to the target lesion or advancing / withdrawing any devices over the guide wire. The device was removed without difficulty; however, it was noted that the tip of the device separated and remained in the patient anatomy. There was no attempt made to remove the tip and the separated segment remains in the patient anatomy. No additional treatment was reported. No additional information was reported.

Event description:
Subsequent to the initial report, additional follow up indicates that there was no adverse patient effect or device issue related to the spartacore guide wire. The reported guide wire separation occurred with a non-abbott guide wire. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine any issue with the device as no patient effects or device malfunction/failure mode was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - clinical code 2687 - removed. H6: health effect - impact code 4614 - removed. H6: medical device problem code 1562 - removed.